Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink smear with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and ink smear was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that defective marking was found before use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "defective marking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective marking was found before use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "defective marking."